Event description:
It was reported that the patient presented for in-clinic follow up with ventricular under-sensing exhibited by the implantable cardioverter defibrillator. Programming interventions were made. The patient was asymptomatic.